Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision approximately 11 years post implantation due to patient falling, mcl tear, pain, instability, difficulty ambulating, and polyethylene failure. During the revision, synovitis, ligament laxity, and poly fracture/thinning was noted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: follow up: right knee mcl sprain, pain at a 5 on 1-10 scale. Preop appt for right knee surgery. Revision: getting more unstable and she is having more difficulty dealing with this as being her mobility; synovitis present without signs of infection; articular surface removed, noted to be fractured on the posterior lateral corner and thinning because of increased stresses from loss of her mcl. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.